Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was electrically continuous. Electrical allegations were not confirmed.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to intermittent loss of capture and high thresholds due to suspected micro perforation, however, the following day it was finally explanted due same abnormal measurements and a perforation in the heart wall. No additional adverse patient effects.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to intermittent loss of capture and high thresholds due to suspected micro perforation, however, the following day it was finally explanted due same abnormal measurements and a perforation in the heart wall. No additional adverse patient effects.